Event description:
No new information.

Manufacturer narrative:
Additional information: d6a, d9, h3, h4, h6 device evaluation: follow-up report submitted to document device evaluation results. The reported event that just a part of the implant together with a mesh was implanted could be confirmed, as the remaining part of the implant was sent back to stryker freiburg and post-op scans were provided. The complaint analysis confirmed that the peek implant and bone model were designed and manufactured according to specifications; however, fitting issues were likely caused by remaining calcifications and the anatomically challenging temporal area. The surgeon modified the implant intraoperatively and used a mesh to cover part of the defect, resulting in a 30-minute surgical delay but no adverse effects or need for additional surgery. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant did not fit the patient properly and impinged inferiorly.